Event description:
As reported by (B)(4) distributor in (B)(4), during an angiographic procedure utilizing a (B)(4) convenience kit, an air bubble developed inside the system despite having debubbled the system prior to use. The air bubble was injected during the process of injecting contrast media. The ECG (electrocardiogram) showed that an "event" had occurred and the pt experienced chest pain. No remedial action was required, however, as the ECG normalized and the chest pain "quickly disappeared." The used devices were discarded by the hospital.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The (B)(6) 2011 (B)(4) complaint report was reviewed for the product family of convenience kits and the failure mode of "air in system." No adverse trends were identified. As no sample was returned, it is not possible to confirm the reported event or to determine a root cause. It is possible that the end user did not secure all connections per the directions for use (dfu): "ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances of death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism and in rare instances death." The reported convenience kit contains only 2 components: a 2 valve blood pressure monitoring manifold, and a fluid delivery set. The (B)(4) medical process controls for the manifold include leak testing, dimensional measurements, and visual inspection for incomplete or damaged molded bodies, as well as electrical response testing. Incoming inspection of the fluid delivery sets include visual inspection, pull testing, and leak testing.